Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal lad with 99% stenosis. The device was inspected with no issues notes. Negative prep was performed with no issues. The lesion was pre-dilated using a 2.0x 10mm balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the stent could not pass the lesion and deformation occurred in vivo during positioning. The device was replaced by a non-medtronic device. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: a spider view image shows a lesion in the circumflex artery. An unknown stent is delivered to this lesion. An image shows a lesion in the lad as reported by the account. A balloon is delivered to the lesion and the lesion is pre dilated. Further pre dilations are performed. An angiogram following pre dilation shows a narrow region of the lesion. An attempt is made to deliver a stent to the lesion. In the following images , the stent is no longer in place. A balloon is used to further pre dilate the lesion. The balloon does not inflate fully at its centre, at the most narrow region of the lesion, possibly due to the severity of the calcification at the lesion. A final angiogram shows the narrow lesion and guide wire in place across the lesion. There were no images showing the reported resistance or the inability to cross the lesion. There were no images showing the reported stent deformation. If information is provided in the future, a supplemental report will be issued.